Manufacturer narrative:
A dentist performed a standard treatment with an electrical dental handpiece when it heated up and burned the pt's cheek to the size of the backcap. No medication was given to pt, he was advised to do salt water rinses. One month after the event, pt was seen again and had still a small mark to heal. During product eval, it was found that the bearings are gritty and that the head has several dents around the backcap. This cause the backcap to stick in and as a result, the head heats up. Exemption number (B)(4). Kavo dental gmbh (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
A dentist performed a standard treatment with an electrical dental handpiece when it heated up and burned the pt's cheek to the size of the backcap.